Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited to emergency room for high blood glucose of 506 mg/dl. Customer¿s current blood glucose was 606 mg/dl. The customer did experienced the symptoms such as short of breath, nausea, vomited, abdominal pain. The customer treated with manual bolus, injection. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.